Event description:
It was reported the device became un sterile. During the unpacking of a amplatz super stiff jtip 035/260/3mm guide wire, the j-tip of the wire jumps out of the packaging and becomes unsterile. The device never came in contact with the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the device returned inside the pouch, however, the pouch is partially open on the upper right corner exposing the hoop. There is no evidence of j-tip outside the pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the device became un sterile. During the unpacking of a amplatz super stiff jtip 035/260/3mm guide wire, the j-tip of the wire jumps out of the packaging and becomes unsterile. The device never came in contact with the patient.